Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. The reported issue was resolved as the receiver regained signal during trouble shooting. The patient's mother was advised to keep the baby monitor as far away from the transmitter as possible. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.